Event description:
This complaint is from a literature source. The following literature cite has been reviewed: cheng sh, chou wh, tsuei yc, chu w, chu wc. Assessment of cement leakage in decompressed percutaneous kyphoplasty. J clin med. 2024 jan 8;13(2):345. Doi: 10.3390/jcm13020345. Pmid: 38256479; pmcid: pmc10816848. Objective/methods/study data: the aim of this retrospective study was to introduced ¿aspiration percutaneous kyphoplasty¿, also known as ¿decompressed kyphoplasty¿, as a method to mitigate cement leakage and conducted a comparative analysis with high viscosity cement vertebroplasty included 136 patients, comprising 23 males and 113 females with single-level osteoporotic compression fractures. Among them, 70 patients underwent high viscosity cement vertebroplasty (confidence, johnson & johnson, new brunswick, nj, USA), while 66 patients received decompressed percutaneous kyphoplasty with low-viscosity cement (simplex bone cement radiopaque, howmedica, mahwah, nj, USA) all patients were followed up more than 12 months after the surgery. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: high-viscosity cement (confidence, johnson & johnson, new brunswick, nj, USA). Adverse event(s) and provided interventions possibly associated with unk - biomaterial - cement: confidence (qty 1). -61 year-old female patient received vertebroplasty with high-viscosity cement had intradiscal cement leakage in both ap view and lateral view; no intervention was noted. Adverse event(s) and provided interventions possibly associated with unk - biomaterial - cement: confidence (qty 13). -9 patients with vertebroplasty with high-viscosity cement had intradiscal leakage; no intervention was noted. -4 patients with vertebroplasty with high-viscosity cement had paravertebral leakage; no intervention was noted. Adverse event(s) and provided interventions possibly associated with unk - biomaterial - cement: confidence (qty 8). - 8 patients had adjacent segment fractures, no intervention was provided. This report involves an unknown biomaterial - cement: confidence. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: the literature source can be accessed from the following link: doi: 10.3390/jcm13020345 into browser. G4-510k: this report is for an unknown biomaterial - cement: confidence/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. H6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.